Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The complainant reported that a hematoma developed at the impella cp access site following removal of the peel away sheath. Steady bleeding occurred at all access sites which the physician attributed to disseminated intravascular coagulation. Coagulation factors and one unit of blood were given to the patient to treat the condition. Support was continued with the implanted pump following the intervention. However, when bleeding was continued from other site, the decision was ultimately made to withdraw care and the patient passed away. The medical safety officer reviewed and determined there is not enough evidence to exclude the impella device as an associated factor to the patient's outcome.

Manufacturer narrative:
The bleeding was not resolved and the hemostasis was not achieved as per the clinical details. The root cause of the access site bleeding was determined to be patient condition because of the bleeding from all access sites.